Manufacturer narrative:
As reported, about six days post-implant of the ventrio mesh, the patient developed a collection possibly representing a hematoma and seroma. No action taken and the ae has resolved. The clinician has assessed the patient¿s postoperative course as being ¿definitely¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. The reported adverse reactions seroma and hematoma formation are known inherent risks of surgery. The adverse reactions section of the instructions-for-use supplied with the device lists seroma and hematoma as possible complications. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(6) : on (B)(6) 2017 - subject patient underwent primary open midline incisional hernia repair at the right upper quadrant (ruq). A bard/davol ventrio hernia patch was implanted using mechanical fixation and sutures. The patient was discharged to home on (B)(6) 2017. On (B)(6) 2017 - subject patient developed small collection possibly representing hematoma and seroma. Per the study clinician, the reported adverse event has been assessed as mild in severity, definitely related to the study device and definitely related to the procedure. There has been no action taken at this time and the outcome for this ae is reported as recovered/resolved.